Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2012 where she was implanted with a stryker hip system. It is further alleged that her right hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt levels revealed in blood-work.

Manufacturer narrative:
Additional info: product long description; product code, common device name; 6260-5-132, lot number, expiration date; PMA/510(k)#; manufacturing date. An event regarding abnormal ion levels involving a meridian pa femoral stem was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -clinician review: no patient medical records were available for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor could the root cause be determined due to a lack of provided information further information such as return of device, patient history, medical records, x-rays, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6)2012 where she was implanted with a stryker hip system. It is further alleged that her right hip had to be revised on (B)(6)2017 due to excessive levels of chromium and cobalt levels revealed in blood-work.